Event description:
The customer stated a false positive result was generated on the architect total b-hcg assay. A patient generated a positive result of 118.02 miu/ml but upon repeat, a negative value of < 1.20 miu/ml was obtained. The patient was negative on the cobas method and another architect analyzer. The negative results aligned with the patient's clinical data. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.